Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and cracked case at display window corner. Unable to perform basic occlusion test or occlusion test due to completely broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.